Manufacturer narrative:
Device evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the user observed a crack on the side panel of the monitor. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.